Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the m1 artery occlusion was solved with a direct aspiration using the subject guide catheter. The subject guide catheter has been removed from carotid slowly through the long sheath out of the patient anatomy and the distal ro marker was missing. The ro marker remained in the ica and after some second it moved to proximal m2. The ro marker was left in the proximal m2 after the physician tried to remove it for two hours. Post procedure, there was some blood flow and the condition of the patient was relatively better than the hospital arrival state. The patient remained at the hospital site for observation but passed away two days later. The physician could not say the specific reason of the death.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was seen kinked/bent and the catheter shaft was noted to be broken. Dimensional and functional inspection were not performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as reported issues ro marker(s) detached/separated/not visible under fluoroscopy, un-retrievable device fragments and patient death and as analyzed issue catheter shaft broken/fractured during use was assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage was assigned to the as analyzed issue catheter shaft kinked/bent.

Event description:
It was reported that the m1 artery occlusion was solved with a direct aspiration using the subject guide catheter. The subject guide catheter has been removed from carotid slowly through the long sheath out of the patient anatomy and the distal ro marker was missing. The ro marker remained in the ica and after some second it moved to proximal m2. The ro marker was left in the proximal m2 after the physician tried to remove it for two hours. Post procedure, there was some blood flow and the condition of the patient was relatively better than the hospital arrival state. The patient remained at the hospital site for observation but passed away two days later. The physician could not say the specific reason of the death.